Event description:
The line that was repaired the morning of (B)(6) broke again later that night, subsequent to pt's admission to the hosp for a positive blood culture. Reporting nurse stated that she believed the nurse that had performed the repair "hadn't done it correctly." Nurse also stated that she believed the original line had been placed in (B)(6) 2014.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.